Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported deflation. Device remains implanted. This record is for the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, openings assessed, as fold flaw opening. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted and replaced.